Manufacturer narrative:
Subject device was not explanted. Synthes is unable to determine the manufacturing date without a lot number. No investigation could be performed, no conclusion drawn, as no device was returned.

Event description:
Pt had distal radius plate and screws implanted. A post op x-ray revealed the 2.4 mm locking screw was broken. Surgeon is not revising pt.